Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: you mention: "there was a white (plastic?) Piece in the sterile package" it looks like metal, it came out from the device after shooting the clip. Did you notice any part of the device broken or loose so that this white piece could be a loose or broken component of the device? Was the device used in the surgery? If no, how was the surgery completed? Yes it was, surgery was completed, they opened a new instrument. What is the patient's current health status and condition? No information, but the patient didn't get affected as far I know. Please provide procedure name and date¿¿¿¿. No information about that. It is stated: there was a white (plastic?) Piece in the sterile package. But when receiving additional information you mention: it looks like metal, it came out from the device after shooting the clip. Was the alleged device used on patient or not? Yes. Was it plastic or metal? Metal. Please clarify when did you find the foreign matter, inside the sterile package or after shooting the device. After shooting the device. Can you identify what this found piece is? Looks like a pressed metal piece. Are there any photos available of the device and the found piece? No. Are you returning both device and found piece for evaluation? Yes. Patient details: male, year of birth (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the absorbable straps were used. It was reported that intraoperatively, the plastic part of the tip of the device fell off approximately after 23 clip fixation. It was reported that this occurred intracorporeally in the abdominal cavity. It was also reported that the surgeon immediately took out the plastic part. The circumstance was recognized at an early stage and appropriate measures were taken. A like device was used to successfully complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.   Additional information: h3, h6. H3 evaluation: the analysis results found that the device was returned with the cannula cap detached. In addition, the foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 3 straps that were found inside cannula shaft. The condition of the prongs being deformed can push the cap out of the device. A possible cause for the condition that the device was firing 14 straps was because the prongs of the fork were found deformed. This is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No further investigation will be conducted on this pi. Result information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary.